Event description:
Device malfunction: stent fractured into 2 pieces. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the sfa, the absolute stent broke into two pieces. A piece of the stent remains in the patient, site unknown, and a piece of the stent remained in the catheter. The patient is reported to be doing fine. No additional information available.

Manufacturer narrative:
Evaluation summary: product performance engineering (ppe) reviewed the incident information and the analysis of the returned device. The absolute stent delivery system (sds) was returned, without the portion of the separated stent. The following issues were observed: multiple deep kinks in the shaft, penetrating deep into the inner member braiding; the outer, outer member was twisted and bunched at multiple locations; chatter marks (mini kinks) for a length of 22 cm; torn distal outer member; both the retractable sheath (distal outer member) and the gear rack were retracted 44 mm (about half the stent). This type of damage to the absolute is not due to manufacturing. Without the cd images of the stent separation for clinical to review an analysis can not be completed. The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number. All absolute catheters are 100% inspected for shaft damage, 100% inspected for thumbwheel rotation, and 100% inspected fo retractable sheath movement. Ppe was unable to determine a conclusive root cause for the damaged catheter. In addition, all absolute nitinol stents are 100% visually inspected (both the inside diameter and outside diameter) and 100% radial force tested.